Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet screen was cracked and unresponsive. The user was unable to unlock or operate the ilet device and insulin delivery ceased. The patient did not report any changes in blood glucose levels. A replacement ilet was arranged and the damaged device will be returned for investigation. No injury or hospitalization was reported.